Event description:
Customer called to report a clear fluid leak from the bottom right of the coulter ac.t diff2 analyzer, which formed a puddle of approximately 500 milliliters of liquid. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and did not find any leaks upon arrival. The fse found an empty clenz (cleaner) bottle and fluid in the vacuum trap jar, but it had not overflowed. The fse cleaned the vacuum trap and poured diluent into the clenz bottle. The fse ran multiple shutdowns and startups, reproducibility and controls, with all tests passing and no leaks detected. A failure mode could not be identified and the potential to cause discrepant results could not be determined as the details of the leak are unknown. Customer has not called back to report any further issues. (B)(4).